Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 140 hours of extended bench testing at the customer's settings. The device passed initial final and initial alarm volume test for troubleshooting with no abnormalities or unusual alarm conditions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator displayed ventilator inoperable (inop) while attempting to set up on a patient. The clinician tried to turn the ventilator back on and the ventilator operated normally. The customer confirmed that there was no patient harm associated with the reported event.